Event description:
It was reported through litigation process that approximately one year, five months and sixteen days post a port placement via the right internal jugular vein for metastatic lung cancer, the patient developed with unspecified infection, dehydration and the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical records allege that the patient underwent (model no: 1808000, lot no: reen4999) implantation procedure through the right internal jugular vein for metastatic lung cancer by hcp on 20-apr-2020. The port was flushed and had good drawbacks of blood. X-ray chest was performed to validate the central line placement which showed right side port-a-catheter with the tip projecting at the atriocaval junction. One year later, patient presented to the emergency department with the complaints of generalized weakness. Patient with the symptoms of vomiting, diarrhea, feeling bloated, shortness of breath, decreased per oral intake. A computed tomography of abdomen and pelvis without contrast study was performed for abdominal pain which showed that no acute abdomen or pelvic abnormality. An x-ray chest was performed for chest pain which showed left upper lobe mass like lesion decreased in size since the previous examination. The patient was diagnosed with dehydration and ordered saline infusion. The patient was stable and discharged home. Again eight months later, patient underwent port removal procedure for infected port by hcp. The port was then removed from the cavity taking care to cut the sutures off. This was then dissected out of the tunnel under the skin. The port was sent off to pathology as routine. Given the fact that this was infected decided to put staples and left the area where the port was exposed open. Therefore, the investigation is confirmed for the reported infection issue. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year five months sixteen days post port placement procedure via the right internal jugular vein for metastatic lung cancer, the patient developed with unspecified infection and the port was removed. The current status of the patient was unknown